Manufacturer narrative:
During investigation, a review of complaint history, documentation, drawing, instructions for use (IFU), quality control, specs and trends was conducted. The used product was not returned for eval. Looking at the complaint history, it is possible that the stent collapsed before or during use. This may provide more resistance while passing the wire, and may shear the coating. It is not possible to confirm this with the product not being returned. There is no evidence to suggest that the product has not been manufactured to spec. Based on the available info, a definitive root cause cannot be determined or reported at this time. The appropriate internal personnel have been notified and will continue to monitor for similar complaints.

Event description:
During placement of the ureteral stent, the wire, which was provided with the device, became stuck inside the stent. When the user attempted to remove the wire, the outer sheath of the wire came apart from the wire. The stent was placed with no harm to the patient. An endoscopically and fluoroscopically check confirmed there were no parts of the product remained within the patient. No adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During placement of the ureteral stent, the wire, which was provided with the device, became stuck inside the stent. When the user attempted to remove the wire, the outer sheath of the wire came apart from the wire. The stent was placed with no harm to the patient. An endoscopically and fluoroscopically check confirmed there were no parts of the product remained within the patient. No adverse consequences to the patient.